Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap of adhesive on the distal end which allowed a foreign material (stain) to enter inside the lens through the gap, could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to gap of adhesive on the distal end allowing stain to enter inside the lens through the gap, additional findings were as follows: due to wear of forceps elevator lever, up/down knob could not be locked securely; suction cylinder had discoloration; due to clogging of pipe protecting forceps elevator wire; water could not be supplied; due to damage on ultrasonic probe, the number of missing elements exceeded standard value; due to damage on acoustic lens, display ultrasound image was defective. Objective lens had a scratch, light guide lens had a crack, adhesive on bending section had a discolored area; connecting tube was deformed and had a scratch; and due to wear of angle wire, bending angle in up direction did not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope does not insufflate. There is an aspiration problem. There was no patient harm associated with the event. The device was evaluated, and it was found that there was a gap of adhesive on the distal end allowing stain entered inside the lens through the gap. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.